Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support advised several troubleshooting steps, but the issue remained unresolved, leading to the decision to replace the pump. The customer was informed about the replacement process, including backup therapy using manual injections, and agreed to return the faulty pump to tandem. Training and updated software were arranged for the replacement pump, and the customer acknowledged the instructions provided.